Event description:
Reference number (B)(4). Event occurred in the united states on 10-jul-2024, it was reported that patient faced two infusion sets kinked cannulas within 3 or more hours of insertion. Site of infusion set was thigh. Infusion sets were in use for 24 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.